Manufacturer narrative:
The customer verified qc was within range. The field service representative removed, cleaned, and checked all of the ise electrodes, probes acrylic blocks, pipettors, and seals. He verified all ise calibrations and qc were within specifications. The investigation did not identify a product problem. The cause of the event could not be determined, but the issue appears to be resolved.

Event description:
There was an allegation of questionable ise na, k, and ci results for 1 patient sample on a cobas 6000 c (501) module. The initial sodium result was 119 mmol/l and the repeated result was 141 mmol/l. The initial potassium result was 3.09 mmol/l and the repeated result was 4.22 mmol/l. The initial chloride result was 123 mmol/l and the repeated result was 102 mmol/l. The repeated results were believed to be correct. The questionable results were reported outside of the laboratory to the patient's doctor, who questioned the results. The electrode lot numbers and expiration dates were not provided.

Manufacturer narrative:
The investigation reviewed the system's alarm trace and no abnormalities were found.